Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for atrial septal defect (asd), requiring intervention. It was reported that on (B)(6) 2019, the patient underwent a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two clips were implanted, reducing mr to grade 1. At the end of the procedure, a significant atrial septal defect (asd) was noted, which was treated with an asd closure device. Hospitalization was prolonged and the patient was noted to be improving. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial perforation, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial septal defect (asd) appears to be related to patient morphology/pathology and/or user technique/procedural conditions; and unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.